Event description:
It was reported that during a lead addition MFR number 3006630150-2024-02007, it was found out that the paddle lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was not released by the facility.